Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with complaints of pain at the subcutaneous implantable cardioverter defibrillator (s-ICD) implant site. The patient was hospitalized and given medication. Approximately one month later the patient presented again with complaints of pain at the s-ICD implant site and the ultrasound noted an area of fluid. An infection was suspected and medication was given. The s-ICD and electrode were explanted approximately one year later.